Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
The pt called alleging that the control solution test was falling on the low end of the range. He received a 55 using the control solution; however, no info on what the control solution range was. He contacted a medical professional for advice and did not receive any treatment. Check strip test failed twice, after the meter had been cleaned properly. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being documented as a malfunction, since the check strip test failed.